Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis h6 component code: g07002 no device problem found additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo summary: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the image shows three needles in the image can not confirm the product code of the needles, one of the needles without suture. The tray observed on the pictures provided appears to not be a ethicon tray. The second needle attached with a suture segment and the third needle without suture supported with surgical forceps but with the picture provided we cannot confirm as per the resolution of the photo provided. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please confirm if the device observed in the attached images is a ethicon product? Are there more photos avaialble for visual analysis? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Did the needle break or detach from the suture?" Received information as following from sales rep via phone today. The needle did not break, the needle detached from the suture. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.